Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during patient use the autopulse platform would randomly stop compressions at different intervals during continuous mode. The platform would function normally during standard mode, however when the platform was switched to continuous mode it would only work for approximately 5 to 8 minutes, then it would stop. The patient was in full arrest when the fire department arrived. They started manual CPR. The rescue fire department team arrived on site, which they set up the autopulse platform to be used on the patient. The patient was placed on the platform and secured. The lifeband was positioned 2 inches below the armpit line. The autopulse was powered on and with a simple airway placed, the autopulse was set to standard operating mode. The platform functioned as intended, only stopping to allow rescuer to give breaths to the patient. The paramedics arrived on site and began working on inserting an advanced airway (intubation). They also started an IV in the patient's arm. Once in place, they switched the autopulse to continuous operating mode. While in continuous mode the autopulse randomly stopped compressions, the rescuer would restart the autopulse, however it would stop again after a few minutes. They did this for a few times with the autopulse only working from 5 to 8 minutes at a time. There were no error message displayed. They troubleshot the situation by checking if there was any foreign object interfering with the mechanism of the device as well as checking for any fluids that may have gotten into the device. They were unable to find the root cause of the autopulse stopping compressions. The team switched to the standard operation mode to see if the device would work, however after two minutes the device stopped working all together. The rescue team changed to another resuscitation device for the remainder of the call. It was reported the patient was defibrillated twice then another rescue unit arrived on the scene and administered four more defibrillations as well as a number of cardiac medications. The patient was worked on for approximately 40-50 minutes before the paramedics identified an asystole rhythm post cardiac medication and medical direction was consulted. No further information was provided.